Event description:
Information received with return of the explanted device notes that one month post implant, low ventricular lead impedance was observed. The ventricular lead was replaced but low lead impedance was again noted after implant. Shortly before another lead replacement procedure, atrial lead impedance was <250 ohms and ventricular lead impedance was 285 ohms, therefore, the pulse generator was replaced. The patient also exhibited pocket infection.